Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause(s) of this event are improper bone preparation, implant over insertion in patients with insufficient quantity or quality of bone, and/or failure to follow the post-op rehab protocol and as stated in the event, "within one month post-op, the patient reached out to grab a falling child and felt a "pop". The directions for use states: post-operatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Other text : discarded by the facility.

Event description:
It was originally reported that there was a revision due to the anchor becoming loose and pain reported by the patient. Follow-up investigation: original surgery date was (B)(6) 2015. Within one month post-op ((B)(6) 2015), the patient reached out to grab a falling child and felt a "pop". The revision surgery took place (B)(6) 2015. The screw was found to be very loose. The tendon was shredded but in place. Surgeon put a 10mm button below the original drill hole. This was a proximal biceps procedure. The explanted device was disposed of.